Event description:
Additional information received per the medical records indicate that the patient has a history of anxiety, hypertension diabetes, childhood rheumatic fever, arrhythmias, hypercholesterolemia, decreased renal function, left lower extremity post operative deep vein thrombosis (dvt), chronic low back pain, neck pain and possible protein c deficiency. Past surgical history hysterectomy, posterior laminectomy and fusion l4-s1, right elbow tendon repair and anterior lumbar fusion l4-l5. Additional information received per the medical records state that four months before the index procedure the patient underwent anteroposterior lumbar fusion l2-s1. Subsequently the patient developed post operative left lower extremity dvt. One week prior to the index procedure the patient was admitted to the hospital for increased pain. It was found that further surgery would be required. Prior to the planed procedure the filter was implanted prophylactically. One week after the filter was implanted the patient underwent revision lumbar fusion, l1-s1. Approximately three months after the filter implant the patient was subjected to poor conditions due to hurricane katrina and experienced multiple medical complications including restarting coumadin due to worsening dvt in lower extremities and unspecified pancreas and liver complications. Six months after the index procedure the patient was involved in a motor vehicle accident. Subsequently, the patient experienced pain in the thoracic region that radiates through the chest area. This pain increases with any type of movement. A lumbar spine computed tomography (CT) scan showed the filter in place at the l2-l3 level. Approximately fourteen years and nine months after the index procedure an abdominal computed tomography (CT) scan was done to evaluate the filter. The images revealed: sigmoid diverticulosis without diverticulitis, spinal hardware devices, normal variant extrarenal pelvis with mild hydronephrosis likely due to congenital ureteropelvic junction (upj) obstructions and the filter was visualized extending from the l2-l3 level distally to the inferior l4 level. It appears properly positioned. It is oriented longitudinally with respect to the ivc long axis. The distal limbs extend beyond the margins of the ivc wall by up to 0.85 cm. There is no evidence of hemorrhage. Additional information received per the patient profile form (ppf) states that the patient experienced organ perforation and mesenteric perforation. The patient became aware of the reported events approximately fifteen years after the index procedure. The patient had also experienced psychological issues (mental anguish, high anxiety, nightmares) and chest pain related to the filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, g2, g3, g6, h1, h2 and h6. As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforates the inferior vena cava (ivc) wall. The patient reported becoming aware of organ and mesenteric perforation, approximately fifteen years post implant. The patient also reported anxiety and chest pain related to the filter. According to the medical records that patient history was noted for anxiety, hypertension diabetes, childhood rheumatic fever, arrhythmias, hypercholesterolemia, decreased renal function, left lower extremity post operative deep vein thrombosis (dvt), chronic low back pain, neck pain and possible protein c deficiency. Past surgical history hysterectomy, posterior laminectomy and fusion l4-s1, right elbow tendon repair and anterior lumbar fusion l4-l5. Four months prior to implant the patient underwent anteroposterior lumbar fusion l2-s1. Subsequently the patient developed post operative left lower extremity dvt. One week prior to the index procedure the patient was admitted to the hospital for increased pain, and it was found that further surgery would be required. The filter was implanted prophylactically and 1 week later, underwent revision lumbar fusion l1-s1. Approximately three months post implant the patient was subjected to poor conditions due to hurricane katrina and experienced multiple medical complications including restarting coumadin due to worsening dvt in lower extremities and unspecified pancreas and liver complications. Six months post implant the patient was involved in a motor vehicle accident and experienced pain in the thoracic region radiating through the chest area. The pain increased with any type of movement. A lumbar spine computed tomography (CT) scan showed the filter in place at the l2-l3 level. Approximately fourteen years and nine months post implant an abdominal CT scan was done to evaluate the filter. The report noted that the filter was visualized extending from the l2-l3 level distally to the inferior l4 level. It appears properly positioned. It is oriented longitudinally with respect to the ivc long axis. The distal limbs extend beyond the margins of the ivc wall by up to 0.85 cm. Incidental findings noted sigmoid diverticulosis without diverticulitis, spinal hardware devices, normal variant extrarenal pelvis with mild hydronephrosis likely due to congenital ureteropelvic junction (upj) obstructions. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, specific evidence that the filter perforates the inferior vena cava (ivc) wall. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported inferior vena cava perforation could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, possible long-term complications associated with filter implantation include, but are not limited to filter perforation of the vena cava wall. Additionally, the IFU notes vessel damage and perforation as procedural complications related to ivc filters. Without images available for review the reported perforation could not be confirmed or further clarified. Since no lot number was provided a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to specific evidence that the filter perforates the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient has suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.